Event description:
A hospital in the (B)(6) reported that an rt380 breathing circuit failed the leak test during setup before patient use.

Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected and pressure tested to check for leak. Results: the visual inspection revealed no damage to the breathing circuit. The pressure test revealed that the circuit was within specification. A lot check could not be preformed as no lot number was provided. Conclusion: we were unable to determine what had caused the problem as reported by the customer, as no fault was found with the complaint circuit. All rt380 breathing circuits are pressure tested for leaks during manufacture and those that fail are rejected. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.